Event description:
Reportedly, the surgeon applied the instrument to the peripheral vessel in the radial artery area of the wrist. The surgeon noted that the jaw transected the vessel as no clip had been loaded. The procedure was completed with application of a second instrument without event.